Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The device evaluation found due to damage on charged coupled device unit, e216 scope communication error occurred. Due to damage on charged coupled device unit, image noise occurred, and the image cannot be seen temporarily. Additionally, the adhesive on the bending section cover had a chip and scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to physical stress. However, a definitive root cause for the suggested reported events could not be identified. This issue is addressed in the instructions for use (IFU): the inspection method for the suggested events are described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the white light imaging (wli) and narrow band imaging (nbi) endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had e216 scope communication error. The video was cut off when you pressed down and right angle. There were no reports of patient or user harm associated with this event.